Event description:
The device was not used during an unspecified procedure. Reportedly, the scope was foggy. The surgeon applied another device without pt injury.

Manufacturer narrative:
7/22/97-supplemental report #1 submitted to FDA.